Event description:
The user facility reported that during a therapeutic colonoscopy the users observed a spark or arcing from the snare to the endoscope while a polyp was being removed. The snare was removed from the colonoscope, and the procedure was completed using a different, but similar snare from the same lot number. There was no pt injury reported.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding the reported event, and was informed that there was no pt injury associated with this report, and a non-olympus electrosurgical unit was used during the procedure. The user facility also reported that the distal end of the endoscope was melted. The setting on the electrosurgical unit during the procedure was said to be cut 1w, coag 20w. The electrosurgical snare referenced in this report was returned to olympus for evaluation. The evaluation revealed that there was evidence of thermal damage on the loop wire. The loop wire was discolored and detached from the opposite end of the loop wire. However, there was no damage noted on the tube sheath or inner forcep wire that connects the slider to the wire loop. The exact cause of the user's report could not be conclusively determined. The damage appeared consistent with the snare having come in contact with some form of metal either at the time of the occurrence. The snare was forwarded to the original equipment manufacturer for further investigation. If additional relevant information becomes available a supplemental report will follow. This report is being filed as an MDR in an excess of caution.